Manufacturer narrative:
Patient weight: asked but unavailable. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable. Investigation conclusions: the gore® dryseal flex introducer sheath instructions for use (IFU) instructs users to stop advancement of the introducer sheath assembly if there is resistance and to investigate the cause of resistance before proceeding. Additionally, the IFU states that adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. If the vessel size is smaller than the nominal body od listed in table 1 of the IFU, major bleeding, vessel damage, or serious injury to the patient, including death, may result. The nominal body od of the dsf2233 is listed as 8.2mm. The diameter of the patient's right external iliac artery where the dissection occurred was reported to be 7.2 ¿ 7.6 mm. According to the gore® dryseal flex introducer sheath instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to, vascular trauma such as dissection.

Event description:
On (B)(6) 2021 the patient underwent endovascular treatment of a descending thoracic aortic aneurysm using a gore® tag® conformable thoracic stent graft with active control system (ctag a/c) and a gore® dryseal flex introducer sheath as an accessory in the procedure. It was reported that the 22fr. Gore® dryseal flex introducer sheath was inserted from the patient's right femoral artery. The physician reported resistance when the sheath was being inserted. After the ctag a/c device was implanted, angiography reportedly revealed a localized dissection in the patient's right external iliac artery. The diameter of the patient's right external iliac artery where the dissection occurred was reported as 7.2 ¿ 7.6 mm. The physician opted to monitor the dissection. There were no further reported issues. The patient tolerated the procedure.